Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and noted that the customer was using material incorrectly. The issue was resolved through training.  After service, no further issues were reported by the customer.

Manufacturer narrative:
The customer did not provide the field service engineer (fse) access to the analyzer. The customer has continued to use the analyzer and has not reported any further result issues with the assay. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys testosterone ii assay results from two patient samples tested on the cobas e 801 module. The initial results were reported outside of the laboratory. The patient samples were from a clinical trial. The doctors presiding over the trial questioned the results, prompting the rerun of the patient samples. Sample 1: on (B)(6) 2023, the initial result was 1287 ng/ml, the repeat result was 438 ng/ml. Sample 2: on (B)(6) 2023, the initial result was 741 ng/ml, the repeat result was 440 ng/ml. The repeat results were deemed correct.  The reagent lot number and the expiration date were requested but not provided.